Event description:
This was a planned mitral valve-in-valve procedure for a patient with an existing 27mm st. Jude epic valve which degenerated and presented with a flail leaflet. The team implanted a 23mm sapien 3 ultra resilia valve within the failing 27mm st. Jude epic valve without complication. The post procedure gradient was 3mmhg. The implanting team was pleased with the result and the patient left the procedural area in stable condition. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."